Event description:
We opened a micropuncture introducer set and the introducer does not screw in properly and fasten. No harm was done to the patient, another kit was opened up, the lot number of the introducer micropuncture sets were pulled from the shelf. Micropuncture introducer set saved with packaging.